Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, h.6.

Event description:
Health professional additionally reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade unknown and patient feels that they are too large. Device remains implanted.